Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -16.50/+2.00/x053, device evaluated by manufacturer? No - device not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 -16.50/+2.00/x053 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. Excessive vaulting with significant reduction of indo-corneal angles noted. The lens was explanted on (B)(6) 2015 and exchanged for a shorter length lens. This resolved the problem. On (B)(6) 2015, patient's last visit; ucva was 20/22.